Event description:
It was reported that the pump displayed a "high it was reported that the pump displayed a "high pressure" message. The medication delivered despite this message however. The aforementioned message displayed intermittently. The operator noted that they found no kinks in any of the lines. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis. High pressure messages were found in the pumps event history log; however, the pumps downstream occlusion sensor was tested and was found to be functioning properly and activating within specification. The downstream sensor should be replaced as a preventive measure.